Manufacturer narrative:
This event was determined to be supplemental information to MFR# 2916596-2020-03176 and the investigation findings will be captured under there.

Manufacturer narrative:
Related MFR for initial report for phase to phase short: 2916596-2020-03176. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away while on hospice care, ultimately due to a driveline phase-to-phase short. The outcome was not considered device or therapy related.